Event description:
It was reported that the display went blank on the customer's insulin pump. The customer's blood glucose was 82 mg/dl. Upon inserting a new battery, the display returned. Nothing further was reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.(B)(4).